Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of an alert for minute ventilation (mv) feature being disabled. Technical services (ts) reviewed noting a signal artifact monitor (sam) episode and ventricular episodes due to noise from electromagnetic interference (emi). It was confirmed this patient underwent a breast reconstruction surgery the day of the alerts. Ts discussed brining this patient in to turn the mv feature back on. This patient was not pacemaker dependent at that time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) requested review of an alert for minute ventilation (mv) feature being disabled. Technical services (ts) reviewed noting a signal artifact monitor (sam) episode and ventricular episodes due to noise from electromagnetic interference (emi). It was confirmed this patient underwent a breast reconstruction surgery the day of the alerts. Ts discussed brining this patient in to turn the mv feature back on. This patient was not pacemaker dependent at that time. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to therapy upgrade to a cardiac resynchronization therapy pacemaker (crt-p).